Manufacturer narrative:
Manufacture spoke with the dealer. The consumer was in the chair when the control box allegedly melted and started smoking. It was confirmed that there was no injury or property damage. Electronic malfunctions within the control box, including any debris that may result, are well contained within enclosure of the device. User remained supported by the chair. No risk of shock is presented to the user. With any electronic component failure, some degree of smoking can occur; however, this is not an indication of sustained combustion. MDR filed as a result of smoke observed.

Event description:
The consumer reclined the chair and allegedly heard a pop and the wheelchair started to smoke. The dealer alleges the batteries are drained, the recline actuator is shorted out and the tilt actuator is open. No injury is alleged.